Event description:
It was initially observed while review the manufacturer programming history database. The patient came into an appointment set at unintentional settings characteristic of a incomplete diagnostics. At the previous appointment there was diagnostics run and there was no final interrogation.

Manufacturer narrative:
Analysis of programming